Manufacturer narrative:
The results of the investigation are inconclusive, since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented to a routine follow-up with his implantable cardioverter defibrillator exhibiting non-sustained right ventricular oversensing. Noise could not be reproduced with maneuvers of the patient's arm or on the device can. Upon troubleshooting, it was noted that no programming recommendations can be made as the potential atrial far field signals do not fall in the range of the signal blanking period. The cardiologist elected to continue to monitor the patient in clinic at a later date. No patient symptoms were reported and the patient remained in stable condition.